Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that the patient's wire was loose therefore had the device explanted.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: 10-feb-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.